Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue, however, the device was observed to be switching on automatically, a non-critical issue that was also reported. This would likely relate to the corrosion identified on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that their device would not power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.